Event description:
Customer reported a damaged usb port on a pump, discovered when an attempt was made to connect the device unsuccessfully. No blood glucose level impact information was available. Pump was scheduled to be returned for further inspection, and a replacement device with a new serial number was issued to the customer.